Event description:
It was reported that the patient was admitted due to syncope. Patient is pacemaker dependant with underlying afib and several long pauses were observed on the monitor due to oversensing. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.